Manufacturer narrative:
H10: upon follow up information, the reported leak was further found to be a compounding related issue. Therefore, this is no longer a device related issue. A device analysis will not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that 5 small volume folfusors leaked prior to patient use. The location of the leaks were unknown. The sets were filled with sodium chloride 0.9%. There was no patient involvement. No additional information is available.